Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that one versacross connect access solution was selected for being used, however it got stuck. The procedure was completed with another of same device and no patient complications occurred. The device is expected to return for laboratory analysis.

Event description:
It was reported that one versacross connect access solution was selected for being used, however it got stuck. The procedure was completed with another of same device and no patient complications occurred. The device is expected to return for laboratory analysis. Additionally, it was reported that after advancing the guidewire into the svc and placing the catheter, it was reported that the guidewire could not be withdrawn back into the catheter and became immovable, even when advanced, prompting removal. The vxak2041 was removed from the body together with the stuck faradrive. Outside the body, the faradrive was successfully separated from the vxak2041 by pushing it further in and then pulling it back, with no attachments noted. The procedure was not continued using the affected faradrive, as the guidewire tip had changed shape and the vxak device was replaced. It was further reported that the event occurred during the svc insertion, it was reported that an rf wire became stuck, with the distal tip extending past the distal end of the dilator/sheath. No damage was observed on the wire upon removal. The wire was removed from the body together with the stuck faradrive. The issue was resolved outside the body by replacing the impacted device with another of the same type.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.